Event description:
Information received from a consumer regarding a trial patient with an external neurostimulator (ens) reported they might have a knot in their back. The patient stated they had informed the healthcare professional (hcp) and was told it was normal. It was noted the patient began the evaluation at (B)(6). Additional information from a consumer regarding a trial patient reported on (B)(6) reported they catheterized two times while she was in the hospital and felt it might have caused some burning and irritation in the vaginal area. The patient noted they were bothered by it and would be contacting the hcp. Additional information from a consumer regarding a trial patient on (B)(6) reported the external neurostimulator (ens) battery died and she had changed it on her own with batteries that came with the ens. The patient noted they were feeling stimulation ok. Additional information from a consumer regarding a trial patient on (B)(6) reported a burning sensation in the vagina, but when she decreased stimulation the burning was gone. Additional information from the patient on (B)(6) reported the urine sample came back negative for a urinary tract infection (uti). The patient stated they were not sure why the frequency had increased. It was noted the patient would beg in the implant on (B)(6). There were no further complications that have been reported as a result of this event.